Event description:
It was reported that a large volume folfusor underinfused; approximately 1/3 of the product remained after 23hrs. This was identified during infusion. On inspection there was an obvious kink in the peripherally inserted centralized catheter (PICC) line just above the hub. The PICC line dressing was repositioned to straighten out the kink and was secured to reduce the chance of the issue reoccurring. The device was filled with flucloxacillin 8000 mg in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: it was clarified that there was an obvious kink in the peripherally inserted central catheter (PICC) line just above the hub. The kink appeared to have been caused from the line sitting on the inside bend of the patient's elbow. The PICC line dressing was repositioned to straighten out the kink and was secured. The line flushed with no difficulty and the device flowed normally. The PICC line is not a baxter product and there is no issue reported with the folfusor device. Should additional relevant information become available, a supplemental report will be submitted.